Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient developed leg pain and loss of sensation. Subsequently, the physician explanted the lead. The ipg was left in place for future re-implant of a new lead. The patient is recovering from his symptoms.